Event description:
It was reported that during an implant attempt, after many attempts to position the lead, the physician was unable to manipulate the lead and commented that it would not respond as he needed it to. After withdrawing the lead from the vein, coil separation was noted in the proximal portion of the superior vena cava (svc) coil and in the distal portion of the right ventricular (rv) coil. The physician said he wasn't confident in the lead performance and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6949 implantable tachy lead (B)(6) 2006.(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.